Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. There were neither error codes nor flags associated with the discrepant samples and controls. There is no indication that the abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 513723 is performing outside of established design performance specifications. The amplification curves for the discrepant result was reviewed. The target amplification curve for the sample does not exhibit the typical, sigmoidal shape. Per the ticket text, the lamp socket within the m2000rt instrument was not seated properly which led to the abnormal curve. Upon properly re-seating the socket, no more abnormal curves have been observed suggesting the lamp socket was the likely cause for the discrepant result. Additionally, based on the target cycle number of the sample, sample ID (B)(6) is near limit of detection (lod) therefore a positive result is not 100% reproducible when using the abbott realtime sars-cov-2 assay. Quality data review device history record / batch record review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 513723 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 513723 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and these lot numbers. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 513723. The lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 513723 did not identify any additional complaints related to discrepant results. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 513723 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported a false positive result on the realtime m sars cov-2 assay. The sample initially tested positive on the realtime sars-cov-2 assay. The curve was abnormal, so the sample was tested again. The retest generated negative results. About half of the samples on the run reported error code 4900 (signal is abnormal). Local ambassador performed a site visit where the m200rt lamp was reseated and full optical calibration was performed. Follow up indicates customer is no longer seeing noisy curves. There was no impact to patient management. Customer reported the suspect result as negative. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Complaint will be elevated for investigation.